Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that a ultraflex tracheobronchial stent was to be implanted to treat an stenosis of the right airway in the right principal bronchus during an airway stent implantation procedure performed on (B)(6) 2025. During the procedure, the delivery shaft of the stent entered the stenosis part of the right main airway. When attempted to deploy the stent by pulling the wire, the delivery shaft was kinked and could not be deployed by pulling the wire normally. The stent was partially deployed when it was removed from the patient. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a ultraflex tracheobronchial stent was to be implanted to treat a stenosis of the right airway in the right principal bronchus during an airway stent implantation procedure performed on (B)(6) 2025. During the procedure, the delivery shaft of the stent entered the stenosis part of the right main airway. When attempted to deploy the stent by pulling the wire, the delivery shaft was kinked, and the stent could not be deployed. The stent was removed from the patient partially deployed. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent were received for analysis fully deployed. The delivery system was not returned. Visual examination of the returned device found no failures. The reported event of "stent partially deployed" cannot be confirmed, as the stent was returned fully deployed. Taking all available information into consideration, the investigation findings did not lead to a clear conclusion about the cause of the reported event and the observed failure. Therefore, cause not established was selected as the most probable cause.